Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged the day after implant. X-ray confirmed the dislodgement and the lack of capture of the lead. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.